Event description:
During a (pta) percutaneous transluminal angioplasty of the superficial femoral artery (characteristics of the vessel was unknown), the transit microcatheter (601-251/ 15022960) was used to support a guidewire (details unknown), and right after when the transit was removed from the patient, it was noted that the distal tip of the transit appeared to be damaged and separated. Then, when the distal section of the guidewire was checked, it was found that about 15 cm of the distal tip of the transit still stuck to the guidewire. Both the transit and the guidewire were safely removed from the patient and there was no patient injury reported. The product was not exposed to any sharp objects, and other than the reported event, no other damages were noticed on the device (kink, bend, compressed/crush, etc). Afterwards, the procedure was successfully completed. Prior to use, no defect (kink, bends etc) was noted on both the mc and the gw by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15022960 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a (pta) percutaneous transluminal angioplasty of the superficial femoral artery (characteristics of the vessel was unknown, the transit microcatheter ((B)(4)) was used to support a guidewire (details unknown). Right after the transit was removed from the patient, it was noted that the distal tip of the transit appeared to be damaged and separated. Then, when the distal section of the guidewire was checked, it was found that about 15 cm of the distal tip of the transit was still stuck to the guidewire. Both the transit and the guidewire were safely removed from the patient and there was no patient injury reported. It is not known if the mc was reshaped prior to use, if a y-connector/rotating hemostatic valve was used with the device or whether tightening of the y-connector or other device contributed to the event. It also could not be confirmed if additional torque or manipulation was used during the procedure. The product was not exposed to any sharp objects, and other than the reported event, no other damages were noticed on the device (kink, bend, compressed/crush, etc). Afterwards, the procedure was successfully completed. Prior to use, no defect (kink, bends etc) was noted on either the mc or the gw by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No additional information is available. A non-sterile microcatheter rapid transit was received coiled inside a plastic bag. The product was found separated in two sections. The first piece was kinked and with compressed sections. In the second part of the microcatheter were found compressed sections. The ID of microcatheter was measured and was found within specification. The microcatheter was inspected under microscope and compress sections were confirmed. The point of separation between the two parts was inspected under microscope and there was evidence that the pieces were elongated prior to separation. Additionally, a sem analysis was performed on the device, which confirmed that the separation appears to be due to an elongation force applied to the device; the catheter exhibited evidence of elongation at the surroundings of the separation. The exposed wire exhibited evidence of neck down condition and smeared areas. Elongation and neck down condition are common characteristics of pieces which were stretched/ pulled until separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15022960 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported separation was confirmed. Although the exact cause of the separation cannot be conclusively determined, based on the analysis it appears that the separation could have been produced by an excessive force applied to the device. The characteristics of the separation observed with sem appear to be related to stretching/ pulling. Based on the analysis of the returned device, the cause of the separation and compressed sections compress sections are not related to the manufacturing process. Additionally inspections are in place, which prevents these types of damages leaving from the facility. A definitive conclusion cannot be made regarding the exact cause of the reported event based on the limited available procedural information; however, based on the analysis, procedural factors appear to have contributed to these damages. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product is expected, but has not been received for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile microcatheter rapid transit was received coiled inside a plastic bag. The product was found separated in two sections. The first piece was kinked and with compressed sections. In the second part of the microcatheter were found compressed sections. The ID of microcatheter was measured and was found within specification. The microcatheter was inspected under microscope and compress sections were confirmed. The point of separation between the two parts was inspected under microscope and there was evidence that the pieces were elongated prior to separation. Additionally, a sem analysis was performed on the device, which confirmed that the rupture appears to be due to an elongation force applied to the device; the catheter exhibited evidence of elongation at the surroundings of the separation. The exposed wire exhibited evidence of neck down condition and smeared areas. Elongation and neck down condition are common characteristics of pieces which were stretched/ pulled until separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15022960 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported by the costumer as "separated - in patient" was confirmed. According to the microscope and sem analysis, the cause of the separation could be produced by an excessive force applied to the device. Stretching/ pulling could have been related to these separation characteristics; however this could not be conclusively determined. The exact cause of the body separation could not be conclusively determined. The cause of the compress sections could not be related to the manufacturing process. Inspections are in place that prevents these kinds of damages leaving from the facility, procedural factors appear to have contributed to these damages. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.